Manufacturer narrative:
Results - nexcore was unable to confirm or duplicate the complaint. Conclusion - root cause not confirmed. The hta console was returned to nexcore for evaluation and nexcore was unable to confirm or duplicate the complaint. The unit was upgraded to level 9.0 at this time. The unit passed the final logic and full wet tests. The lot number,n1563ki, provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined.

Event description:
It was reported to boston scientific corporation that there was fluid leaking from the top of the hta unit. Water also leaked around the cervix. The physician completed the procedure with this device. There were no patient complications reported as a result of this event. Note: the complaint associated with this report is related to another event. Associated manufacturer report number 3005099803-2009-1909 addresses the console unit.